Manufacturer narrative:
(B)(4). Insulin pump received with no response from any buttons due to missing keypad overlay. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to no keypad button anomaly. Insulin pump received missing display window cover and scratched case. The p-cap does lock properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the keypad came off. It was stated that the control panel came off. Troubleshooting was performed for damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.